Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse could not find blood in the pim, but the pim test failed. The fse replaced the pim and the 30psi transducers were recalibrated. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received patient interface module with a reported unit failure of condensation build up in iabp catheter. The failure analysis and testing dept. Performed a visual inspection and observed a small amount of a white residue on the tubing on the left side of the pim module. The fat dept. Then observed white residue on solenoid k10, which appears damaged (degraded). Based on past experience this residue is consistent with saline. The damage to k10 from the saline would cause a leak in the patient interface module. The field technician remarked that the pim failed the leak test. Due to the saline damage, the fat dept. Cannot investigate this complaint any further. As for the customer complaint, condensation build up in the iab catheter would never be observed by a failure analysis technician. Condensation is a natural phenomenon of balloon pumping involving several factors, such as the temperature of the patient, temperature of the room and humidity of the room. Retaining the pim in the fat dept. Per procedure.

Manufacturer narrative:
Due to character restrictions in block e1 site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, condensation build up in the cardiosave intra-aortic balloon pump (iabp) catheter. Patient notified nurse of high levels of condensation present in gas line tubing. Patient c/concurrent gurling at throat level. Simultaneously, iabp was alarming catheter restriction alarm would enter in standby mode. Nurse made aware and subsequently notified CT surgery provider to come to assess at bedside. Patient was hemodynamically stable during entire event. There was no patient harm reported.

Manufacturer narrative:
Corrected data: g3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.